Event description:
It was reported that (2) devices were used during a hemicolectomy. It was reported by the rep and the district manager that the pt bled after surgery and needed a blood transfusion. (4) units of blood. Hemoglobin = 7. Suspected suture line bleeding. Red rectal blood present. Now the pt is out of the hosp and doing better. To create the anastomosis, the surgeon used a tlc55 and tx60b. The surgeon could not tell which one is to blame. Both district managers and rep attended the case. No bleeding was seen.